Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unsure of the button pressed upon, but received a message to perform the change cartridge step again. The customer successfully performed the fill tubing step while being disconnected from the pump and resumed insulin delivery. There was no impact to the customer's blood glucose level.